Event description:
A surgeon reported noting cell growth on an intraocular lens (iol) and a shrinking capsule following implant surgery one and a half months ago. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B) (4). (B) (4). (B) (4).